Event description:
Boston scientific received information that the right atrial (ra) lead exhibited undersensing, loss of capture and high out of range pacing impedance measurements. A revision procedure was performed where a fluoroscopy image was taken and a possible clavicular crush was observed but was not completely verified. Pacing system analyzer (psa) testing was performed and yielded high out of range measurements. Subsequently the ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.